Manufacturer narrative:
The reported oad and guide wire were received for analysis. The driveshaft was observed to be fractured at the proximal edge of the crown, and the crown was not returned. No other damage on the oad was observed. Scanning electron microscopy was performed on the fracture face, and fatigue striations were revealed. Post-secondary damage was observed on the driveshaft filar faces. This damage was consistent with damage observed when the driveshaft flexes at the weld location. It was hypothesized that the driveshaft underwent excessive flexing near the crown, however, the exact root cause was unable to be determined. The oad was tested, spun at all speeds, and functioned as intended. At the conclusion of the device analysis, the reported event of a fractured driveshaft was confirmed, however, the reported event of deceleration of the oad rotation was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Note: event that occurred with the guide wire during the same procedure is captured in MDR 3004742232-2020-00103. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for use for a very angulated lesion located in the proximal circumflex artery. The type c, calcified lesion had a 90 degree takeoff from the left main coronary artery, and approximately 20 mm distal to the lesion, there was another 45 degree bend in the opposite direction. There was difficulty wiring the lesion. The oad was inserted via a radial approach and met resistance while using glideassist mode to advance. The physician decided to start treatment at that location where resistance was met. Low speed was selected, and the oad crown rotation decelerated and stopped. The oad was turned off, and the physician attempted to manually extract the device. 6.5 mm of the oad driveshaft fractured. The fracture was left in the circumflex artery as the patient was not a surgical candidate, and there were no plans to attempt to remove the fragment at a later date. Imaging showed timi iii flow with no evidence of dissection, and the patient did not experience chest pain. The physician attempted to recross the lesion, but was unable to do so. The procedure was aborted, and the patient was stable following the procedure and subsequently discharged. The physician planned to monitor the patient and reassess options to attempt crown retrieval if the patient becomes symptomatic in the future.